Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that a wallflex biliary fully covered rmv stent was to be implanted in the biliary tract to treat a biliary anastomotic stricture following liver transplantation during a biliary stent placement procedure performed on (B)(6) 2023. The patient's anatomy was not dilated prior to stent placement. During the procedure, the stent was attempted to be deployed in the bile duct, but released was not achieved. The stent was repositioned, and the physician attempted to retract and release the stent twice but was unsuccessful. On the third attempt to release the stent, the stent ended up coming loose in the patient's stomach. The stent was removed from the patient with forceps and the procedure was completed with another wallflex biliary stent. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h10: the wallflex fully covered biliary stent and delivery system were received for analysis. Visual inspection found that the stent was fully expanded and deployed from the delivery system, and the outer sheath was kinked. Product analysis did not confirm the reported stent positioning issue. The investigation concluded that the additional investigation finding of sheath kinking was most likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied), which could have resulted in the damages encountered in the device. Additionally, the event of stent positioning issue is contained in the instructions for use (IFU) as a possible adverse event associated with the use of the device during any endoscopic procedure. Therefore, a review and analysis of all available information indicated that the most probable cause is known inherent risk of device. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that a wallflex biliary fully covered rmv stent was to be implanted in the biliary tract to treat a biliary anastomotic stricture following liver transplantation during a biliary stent placement procedure performed on (B)(6) 2023. The patient's anatomy was not dilated prior to stent placement. During the procedure, the stent was attempted to be deployed in the bile duct, but released was not achieved. The stent was repositioned, and the physician attempted to retract and release the stent twice but was unsuccessful. On the third attempt to release the stent, the stent ended up coming loose in the patient's stomach. The stent was removed from the patient with forceps and the procedure was completed with another wallflex biliary stent. There were no reported patient complications as a result of this event.